Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: what was the product code of the cartridge used throughout the procedure? The product code is plee60a inside the custom kit was buttress material used? They did not used buttress material did the surgeon wait 15 seconds between each firing? Yes. They use to wait until 1 minute was it a pulse or a continuous firing? Usually the use to do pulse firing in the antro section during the sleeve during the reoperation was the site of the bleed identified? If so, what was the site of the bleed and what devices were used at that site intraoperatively during initial procedure? No the didn¿t what was done in the reoperation and were blood products administered? It was drained and the put some additional clips why does surgeon believe the source of the bleed was associated with staple line and mobilizing the greater curve of the stomach? They aren¿t really sure that it was caused by stapler. They also used as energy device voyant of applied. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the patient underwent sleeve surgery on (B)(6) 2022. On (B)(6) 2022 she was in shock and fainted because her blood pressure dropped due to a major blood loss. The patient was opened and they found 2 liters of blood in her belly. They did not understand in which part of the cut the bleeding occurred. They had to undergo surgery again.